Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced continuous, ongoing elevated blood glucose (bg) levels; bg values were not provided. Reportedly, multiple, intermittent occlusion alarms occurred. Customer performed cartridge changes using room temperature insulin and following the proper load procedure. No infusion set issues were experienced and no air bubbles were observed within the supplies. Reportedly, customer reverted to an alternate pump for insulin therapy.